Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed that there were intermittent responses to button presses on the keypad buttons. There was no visible damage to the keypad. Contamination was present underneath the contacts of all buttons. Unrelated to the keypad issue, the text on the display screen was dim/faded and discolored. Additionally, the bolus button cover had a hole in it but is functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the up and down keypad buttons were hypersensitive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.